Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that at the beginning of the procedure she felt that the handle of the deice was harder to lock. After locking the handle, the procedure would not start for which she proceeded with a hysteroscopic check and observed a uterine perforation. Perforation was sutured by the surgeon. An adnexectomy followed the procedure and was done through laparoscopy implying heavier post op consequences. Device was discarded. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.